Event description:
The hospital reported that during the saphenous vein harvesting procedure, the image on the endoscope was dark. The procedure was completed by an open leg technique. No other pt complications were reported.